Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : ims49jb, competitor implantable pacing lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that the right ventricular lead impedance was unmeasureable (indicated by greater than 9999 ohms) in both unipolar and bipolar and there was no capture, even at maximum output. It was confirmed via x-ray that the lead was not seated in the device header properly. The lead was re-seated and the device and lead remain in use. No patient complications have been reported as a result of this event.